Event description:
The patient reportedly experienced intermittencies and shocking sensation at implant site. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. Patient was reimplanted with another advanced bionics cochlear device.